Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3093-28, lot# v806858, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the stimulation sensation went away after a while. The therapy had also not been working well within the last few days prior to (B)(6) 2012. Initially she had about 50% relief, but it was about 30% at the time of the issues. She voided involuntarily at least once a day and several times during the night. Upon standing, she experienced urge incontinence. The patient mentioned starting on program 1 at 1.9 volts and just before calling she increased to 2.2 volts. She was assisted in changing to program 2 at 2.0 volts. The patient later reported that the device had been removed about a year or two prior to (B)(6) 2016. The device was not doing any good and she could not have mris done with the device implanted. The patient's indication(s) for use were urinary dysfunction, sacral nerve stimulation, and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.